Event description:
Per the audiologist, the pt reported poor auditory performance. Results of an integrity test done in early 2007 were consistent with normal receiver/stimulator function with multiple short circuit electrodes. The open circuit electrodes were deactivated in the patient's sound processor program. The pt also uses an implant in the contralateral ear. The patient's device was explanted in 2008, and a new device was reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.